Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. All other tests revealed the device was functioning normally. No device malfunction was revealed.

Event description:
The patient presented in the hospital after episodes of syncope. Upon interrogation, a loss of capture on the right ventricular (rv) lead and device was noted. The device was explanted and replaced and the lead remains implanted and active. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-10849.